Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and dehydration. The customer's blood glucose levels were over 600 mg/dl. The customer and his wife were traveling when he began to experience the symptoms. The wife was not able to troubleshoot at the time of the call, and stating she would be calling back. Nothing further was reported.